Event description:
The device was implanted due to mitral regurgitation in 2008. After the implant, regurgitation was observed through the commissure post to the central area. The device was explanted and a 6900p-27mm valve was implanted as a replacement. Customer commented that one of the leaflets looked smaller. Customer requested to investigate the leaflet size and the regurgitation. Device to be sent to r&d for further investigation. Customer has required a leak test of the device.

Manufacturer narrative:
Device not returned.